Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, e1, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. It did not change color until it was withdrawn from the body. There was no reported patient injury. The operator was trained on the device, and the exoseal vcd was stored and prepared according to its instructions for use. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery, including the sheath insertion angle (30-45 degrees), and a vessel diameter of at least 5mm were both verified via angiography. There was no stent near the puncture site, nor had any closure device or manual compression been used on the target site within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A retrograde approach was used during the procedure, which was diagnostic in nature. A non-cordis sheath was used. No difficulties were encountered in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. No red color was seen in the indicator window during retraction, and the indicator wire loop was not deployed or showing upon device removal. It is stated by the rep that the plug deployment button could not be pressed. It is unknown whether the plug was deployed or whether deployment occurred inside or outside the body. The patient was in good condition post-procedure. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position and the guard was locked. The plug was not returned for evaluation, and the indicator wire was found in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted into the device. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual analysis. A functional deployment simulation could not be performed, as the unit was received in a fully deployed state and the plug was not available for evaluation. A high-magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were identified during this analysis. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received already deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received already deployed, especially since the condition of the returned device does not align with the event description. The customer reported that the deployment lever could not be depressed and that the indicator wire was not visible upon device removal, suggesting a potential deployment difficulty involving the indicator wire, which could result in the no change to indicator failure. However, it was also reported that it was unclear whether the plug had been deployed, or whether deployment occurred inside or outside the patient. Since the device was received fully deployed, it is uncertain whether the indicator wire was not deployed due to a malfunction or if it had retracted as part of a completed deployment. Also, the current fully deployed condition would not be possible to achieve if the indicator wire had not been deployed. Given these conflicting details, and the condition of the returned device, it is possible that procedural/handling factors (including user error) contributed to the issue experienced during the procedure. Notably, it was reported that the physician had their thumb placed on the plug deployment button during retraction, which can affect the changing of the indicator window. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. It did not change color until it was withdrawn from the body. There was no reported patient injury. The operator was trained on the device, and the exoseal vcd was stored and prepared according to its instructions for use. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery, including the sheath insertion angle (30-45 degrees), and a vessel diameter of at least 5mm were both verified via angiography. There was no stent near the puncture site, nor had any closure device or manual compression been used on the target site within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A retrograde approach was used during the procedure, which was diagnostic in nature. A non-cordis sheath was used. No difficulties were encountered in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. No red color was seen in the indicator window during retraction, and the indicator wire loop was not deployed or showing upon device removal. It is stated by the rep that the plug deployment button could not be pressed. It is unknown whether the plug was deployed or whether deployment occurred inside or outside the body. The patient was in good condition post-procedure. The device will be returned for analysis.